Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). Concomitant medical products: g7 osseoti 3 hole shell 50mm d; ref: (B)(4); batch: 6488247, g7 neutral e1 liner 36mm d; ref: (B)(4); batch: 6298313, delta ceramic femoral head 036/+4mm 12/14; ref: (B)(4); batch: 2018031563, reported event was unable to be confirmed due to limited information received from the customer. The device was not returned to the manufacturer. Therefore it could not be analyzed. The review of the device manufacturing quality record indicates that 10 products designation gts varized femoral stem size +2, reference pv129gp2, lot number 0001263696 were manufactured on 30 october 2017. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the event described in the complaint. 1 complaint has been recorded for gts varised femoral stem size +2, batch 0001263696 within one year. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation was sent to the complainant conveying zimmer biomet conclusions. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a revision surgery was performed post 1 month of the initial surgery performed using gts stem. The revision was performed as a fractured line was found in the femur as a result of routine x-ray. No additional patient consequences were reported.